Manufacturer narrative:
The issue was resolved by phone support. The staff removed and re-installed the 30-degree endoscope, and this action resolved the issue. No site visit was required, and the system was working properly. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, a reporter contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and stated an issue occurred where an inverted image with a 30-degree endoscope was observed. The customer removed and re-installed the endoscope to resolve the issue. Tse reviewed error logs and they were clear. Tse informed it could be due to sterile adaptor not transmitting properly rotational movement and reseating it might have solved the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted left to right. The surgeon did not take control of the endoscope until the issue was resolved and the system did recognize the endoscope. The desired orientation was not confirmed by the surgeon due to the inverted left to right image. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the endoscope will not be returned since the problem has not returned again, and the customer wants to continue to use it.